Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) was explanted due to infection. There were no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).